Event description:
It was reported that the patient didn't feel like the pump was always working or that she was getting the medications. Patient indicated that she spent two days in the hospital because the pump didn't seem to be working. She used to feel a rush when she got boluses in the past; now she had more severe pain and felt a burning with pins and needles. A year ago she weighed (B)(6), today she was (B)(6) at (B)(6); has gained (B)(6) in 1.5 weeks due to edema. It was added that there was a pocket of fluid around the catheter 4.0 x 2.3 x 2.1cm and it was not infected fluid, this was seen recently on an MRI. It was noted that patient's body rejected other implants, and it was suspected that her body might be rejecting the pump. An error code 8805 was seen on ptm (personal therapy manager) approx. Every second time that a bolus was requested; this occurred after a refill and bridge bolus on (B)(6) 2012. Patient had not seen the code before. New batteries were put into the ptm on (B)(6) 2012; the code was seen 8 times in three days. Per telemetry strip a bridge bolus was programmed on (B)(6) 2012 for 8:35. It was noted that the ptm lockouts were 4 hr., 6 max, till 6/24. It was stated that patient used a laptop on her lap at the same time as the ptm and her cell phone as a flashlight while requesting a bolus, because the backlight doesn't stay lit long. As of (B)(6) 2012 patient gave herself a bolus 10 minutes ago and it was successful, but she was in more pain. No volume discrepancies were seen and an x-ray was reportedly done that showed the catheter to be ok. Patient was to see the healthcare provider (hcp) on (B)(6) 2012. Drugs delivered via the device were fentanyl and dilaudid. On (B)(6) 2012 patient saw an 8987 error code on ptm once that was noted to be a telemetry disrupted code. In regards to the MRI, it was reported that it was taken on (B)(6) 2012; no biopsy was done. In addition it was stated that there were several other things in the MRI report in regards to patient's back not associated with pain pump. Patient had a hiatal hernia and "had been vomiting from that"; "her back and groin hurt worse"; though "it hurt where fluid collection is". As of (B)(6) 2012 patient was at home and would be seeing her hcp in (B)(6) for refill.

Event description:
Additional information received stated that there was no battery, pump, or catheter issue. It was reported that the event was a patient and surgical issue. It was indicated that there was a cerebrospinal fluid leak (csf) dural leak at catheter site and the patient was unresponsive to blood patches and surgical repair. It was noted that she experienced "whole body third spacing". The patient's outcome was not provided as of the date of this report.

Event description:
Additional information: it was reported that patient had fluid in pump pocket that was thought to be csf (cerebrospinal fluid) however it was not tested. No other significant symptoms were reported, but patient did report decreased pain control. Revision of catheter was done and when the back incision was opened, a leak was apparent around the catheter. It was added that no purse string suture was placed initially, but one was placed in an attempt to stop the leak. The pump had been programmed to stop mode for approx. 76 hours. The managing physician wanted patient to be on 2 mg/day but surgeon opted to program the pump to minimum rate mode; per reporter patient did not receive therapeutic level of drug until pump was primed and reprogrammed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2012-02-07, explanted: unk. (B)(4).